Event description:
It was reported that there were telemetry issues and a power on reset (por) message was displayed. The por occurred when the healthcare professional (hcp) initially interrogated the implantable neurostimulator (ins) using the clinician programmer. The hcp had not been able to re-interrogate the ins and they could not reproduce the por message. The clinician programmer displayed no communication. The patient programmer just displayed the lights for the 9v battery icon. The patient¿s right side was programmed to c+, 5- at 4.4v, 60 usec, and 185 hz and their left side was programmed to 0+, 1- at 4.2v, 60 usec, and 185 hz. A longevity calculation using 900 ohms for the therapy impedance was estimated to be 35 months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387s-40, lot# v113344, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v098699, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).